Event description:
It was reported that cartridge alarm 20 occurred and that caller had experienced cartridge alarms with consecutive cartridges, although issue did not occur during load process. There was no adverse impact to the customer's blood glucose level. Customer planned to use backup insulin therapy, and technical support arranged for pump replacement even though pump was out of warranty.